Event description:
The company representative reported via email that the insulin pump alarmed no delivery. The caller did not know the blood glucose reading. The customer's mother stated that she was partially blind and could not read the insulin pump information, since she did not have the customer present on the call. The customer's mother was advised that she could discuss with her husband and decide whether to call the pediatric doctor. The customer's mother stated that she had talked to the doctor and diabetes educator but did not know what the outcome was. She declined troubleshooting assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.